Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aorta at the renal artery measured 20 mm by 31 mm in diameter. The proximal aortic neck measured 15 mm in length. There was a 45 degree of angulation. The vessels were tortuous. There was moderate vessel calcification. It was reported that, during the index procedure, the physician had finished closing the left femoral artery but felt that the pulse in the left femoral artery was diminished. An angiogram revealed that there was a dissection in the left femoral artery. The physician elected to implant another manufacturer¿s stent in the left femoral artery. However, the physician felt that the pulse in the left femoral artery was still weak. The physician elected to perform an axillary to femoral artery bypass. The physician then performed a femoral to femoral artery bypass and the event was resolved. Per the physician, the cause of the event was due to heavy plaque in the femoral and external iliac arteries. When the stent graft bifurcate was being implanted the physician suspected that plaque may have been lifted and caused the weak pulse. Additionally, the physician stated that the dissection was due to tight and rough advancement of the device from the presence of the plaque.